Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a low blood glucose, with a glucometer value of 63 mg/dl and a lowest cgm reading of 68 mg/dl while using an fsl3+ cgm, and the event was attributed to an unclear cause. Symptoms included numb hands consistent with hypoglycemia. Outcomes included self-treatment with approximately 15 grams of fast-acting carbohydrates (raisins) and recovery of blood glucose to 102 mg/dl without hospitalization. Investigation included troubleshooting and education regarding recognition and treatment of hypoglycemia. Investigation of this case revealed no device malfunction identified and no reproducible device-related issue based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.